Event description:
An acumed 2.3mm x 22mm locking cortical peg was implanted on (B)(6) 2010 with an acu-loc plate by dr (B)(6) at (B)(6) hospital in (B)(6). The initial reporter alleged that, at an unknown time, the plate became bent and started to separate from the patient's bone. The screws that were locked into the plate reportedly backed out of the plate after the bend in the plate occurred. One locking cortical peg broke, and the plate and screws were removed from the patient on (B)(6) 2010.

Manufacturer narrative:
Results: returned plate was found to be within specification and was not bent as alleged in the initial report. There were no signs of stretching or compression as might be expected in a bent plate. Non-locking screws were returned with the plate which is counter to the surgical technique which specifies locking screws in the proximal section of the plate. One locking peg was broken under the head and the surface was mostly rough with some smoothing. This may indicate a single load failure event with some rubbing after breakage and before removal. Conclusion: while it can be determined that the plate is within specification and the surgical technique was not followed, it cannot be determined how much of an impact this might have played in the construct of plate and screws not maintaining adequate fixation until the bone had healed. Therefore no definitive conclusion can be determined with the available information. Additional MDR's associated with this event are: 3025141-2010-00067; 3025141-2010-00068; 3025141-2010-00069; 3025141-2010-00070; 3025141-2010-00071; 3025141-2010-00072; 3025141-2010-00073; 3025141-2010-00075; 3025141-2010-00076; 3025141-2010-00077.